Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: blade was ineffective in cutting bone for a knee replacement. The teeth of the blade got very hot and clogged up with bone and was no longer able to cut. A competitor blade and saw had to be used to complete the case. Device will not be returned. This report is 1 of 1 for complaint (B)(4).